Manufacturer narrative:
Additional information: h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis found that a partial lead distal portion was returned in one piece and was measured to be 55.0 cm. Internal insulation abrasion was noted at 7.6 cm to 8.7 cm, 8.5 cm to 9.6 cm,10.3 cm to 11.7 cm, 12.5 cm to 13.0 cm, 25.1 cm to 26.1 cm, 29.4 cm to 31.1 cm, and 35.2 cm to 36.5 cm from the distal tip. The etfe coating was intact at this/these locations.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an elective explant procedure due to the possibility of multiple leads contributing to hepatic obstruction. After the system was removed, it was noted that the right ventricular lead exhibited externalized conductors upon visual inspection. The patient was in stable condition.